Manufacturer narrative:
Corrected data: h6-medical device problem code: "3189" should be removed and code "2993" should be added. H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. G2- "foreign" and "distributor/importer" should be removed. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2 implantable collamer lens of a -9.0/4.0/41 (sphere/cylinder/axis) as a replacement into the patient's eye. Reportedly, "an off-label pseudophakic patient who had many prior eye surgeries... He tried the 13.7 icl implant, didn't sit well due to patient anatomy, removed the lens, and tried to implant the 13.2 and also didn't sit right so he removed the icl.".

Manufacturer narrative:
A4-a6:unk. H6: off-label - pre-existing psudophakic patient with many prior surgeries. Claim# (B)(4).

Manufacturer narrative:
Additional data: h6-health effect- impact code: "4627" should be removed and code "2199" should be added. H6- medical device code: "2993" should be removed and "3189" should be added. B5- the reporter indicated that the surgeon a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -9.00/+4.00/041 (sphere/cylinder/axis) into the patient's eye right (od) as a replacement lens on (B)(6) 2023. The patient experienced an excessive vault. Reportedly "wrong size, unstable in sulcus on top of iol." The lens was implanted and removed intraoperatively. The problem was resolved. Status of the eye: "quiet". The cause of the event was a patient related factor and its unknown if the device failed to perform as intended. Cause details provided: "became apparent intraoperatively that there was compromise to the zonule and the capsular bag was unstable. It was not possible to fit the icl in its proper orientation due to sizing as well as instability of the capsule". Claim# (B)(4).